Manufacturer narrative:
The device was returned to (B)(4); the malfunction was observed and the analog board was replaced. The device was recertified and returned to the customer. The analog board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty capacitor on the analog board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the impedance of the multifunction cable of the associated device was not detected. Complainant did not indicate that there was any patient involvement in the reported malfunction.